Event description:
The customer reported that the spectrum pump failed flow rate testing. It was reported that the results were 10% less than what they should have been. There was no patient involvement. No further information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.